Event description:
It was reported to philips that the device experienced a low battery issue. There was no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.

Manufacturer narrative:
(B)(6). Device is end of life.